Event description:
Meter was not working. At the time of the call, the lfs customer service rep walked the pt through a test and an error 2 message was obtained. The pt reported that he was unable to test on his meter for 2 to 3 months. He takes a set amount of oral medication (he did not remember the name of the medication) and he continued to take it as directed when he was unable to test. On the day of the event (the pt does not remember when the event took place), the pt began "shaking, losing saliva, and then he passed out." He did not attempt to test his blood glucose this day. His family drove him to the hosp where he was admitted for 2 days. His blood glucose result on the hosp meter was 208 mg/dl, which does not indicate a serious injury. He did not know what the admitting diagnosis was, but he reported that tests were done to determine if he had a seizure. The error 2 issue was not resolved with troubleshooting.